Manufacturer narrative:
Additional information b5 updated.

Event description:
The patient was transferred to a different facility.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was provided in b5 based on the new information received.

Event description:
Additional information received states that the pump is not available for return.

Event description:
An impella cp device was inserted via the right femoral artery in a 65-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. Pink-tinged urine was noted in the patient¿s foley collection bag. Oozing was observed at the insertion site in the cath lab, but the physician was able to tighten the perclose device and hold manual pressure, which stopped the bleeding. The patient survived to explant. Hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by the patient¿s underlying renal insufficiency and the severity of cardiogenic shock as they presented in scai shock stage e.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b2(is required intervention); d3( manufacturer fax). B2: ticked to capture seroius injury. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details. The cause of the bleeding at the access site was use related as bleeding stopped after tightening perclose.